Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a carotid artery surgery on (B)(6) 2016 and the topical skin adhesive was used. It was also reported that during the procedure, the doctor took a vein out from the patient's left thigh and put it in her neck, arterial operation nos. Following the procedure on (B)(6) 2016, the patient was taken to the emergency room because the incision had opened and she started hemorrhaging. The patient underwent a blood transfusion and four pints of blood was infused. Additional information has been requested.